Manufacturer narrative:
Ps342897. D4 correction: the lot number was corrected from 2100981772 and 2100979484 to 191004. Device 1: lot 191004 dom 10/04/2019. Device 2: lot unknown, not provided. Method: one complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the returned complaint mr290 chamber (device 1) revealed a horizontal crack line on the lower part of dome. Conclusion: we are unable to determine what may have caused the crack of the chamber dome. The crack is most likely due to mechanical stress however the stress source is unknown. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in switzerland reported via a fisher & paykel healthcare (f&p) field representative that two mr290 vented autofeed humidification chambers were found broken during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Device 1: lot 2100979484. Device 2: lot 2100981772. The two complaint mr290v vented autofeed humidification chamber are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that two mr290 vented autofeed humidification chambers were found broken during use. There was no reported patient consequence.